Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 40 mg/dl were recorded by continuous glucose monitor (cgm) at (B)(6)pm on (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User requested a 6.69 unit bolus for 87 grams of carbohydrates at (B)(6)pm and a 2.92 unit bolus for 38 grams of carbohydrates at (B)(6)pm without entering current bg and while still having insulin on board. There were no erratic basal rate adjustments. Making bolus requests in quick succession without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40mg/dl; cause was unknown. Juice and a popsicle were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.